Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated atellica im high sensitivity troponin I (tnih) result on a patient sample that was lower upon repeat. Calibration and quality control were in range. Additional testing was performed on the original sample and on an additional sample from the same patient for investigation by the customer and by a siemens technical application specialist (tas); these results were not reported. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih) result on a patient sample that was lower upon repeat. The elevated result was considered discordant by the customer. The lower result was reported to the physician as correct and was not questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on (B)(6) 2022 additional information - (B)(6) 2022 the sample tested was collected in a serum separator tube and was centrifuged for 5 min at 3500 rpm. Quality control results were in range at the time of the patient sample testing. The final diagnosis of the patient is unknown. Additional information - (B)(6) 2022. Siemens reviewed the instrument log files. The reagent traces showed no issues. The sample traces meet requirements but show a possible leak in the pressure system. Siemens recommended replacement of the sample manifold assembly and subsequent collection of new trace files for 100ul sample volume tests, which includes the tnih assay. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on 2022-07-08 and MDR supplemental 1 report on 2022-08-11. Additional information - 2022-09-12. Siemens concluded the investigation for a united states (us) customer observation of an elevated atellica im high sensitivity troponin I (tnih) result on one patient sample compared to repeat testing of the same sample. Siemens reviewed available information to evaluate for a potential product problem. Quality control (qc) was in range at the time of the event, indicating sample/patient specific cause. The initial sample (B)(6) result was >25000 pg/ml. According to the cutoff (99th% of 45 pg/ml) listed in the assay instructions for use (IFU), the customer result is elevated and was considered discordant. Retesting of this sample gave a result of 6.15 pg/ml. A second sample from the same patient was received in the laboratory several hours later and results were consistently elevated above the 99th% IFU cutoff and showed good reproducibility. The customer processes serum samples with a protocol of centrifugation for 5 min at 3500 rpm. This is an abbreviated (stat) spin which can lead to sample preanalytical issues causing poor reproducibility. Siemens reviewed the sample log traces from the system. Sample traces meet requirements, but show a possible leak in the pressure system. Siemens recommended replacing the sample manifold assembly and then collecting new trace files for review. The customer service engineer (cse) and customer opted not to do this maintenance because the system was running well and they observed no further issues with tnih and therefore this was not thought to be a potential cause for the initial discordant results on this patient. The atellica im tnih results have been monitored since the initial event and have been acceptable. Pre-analytical variables can affect the quality of the sample, and deviation from the recommended best practices can impact results. While there is insufficient information to determine the cause of the discrepant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. Based on the investigation, no product problem was identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.